Manufacturer narrative:
Product is implanted in the patient.

Event description:
It was reported by the user facility that the device delivered more cement than what was expected. The user had expected 10-12 ml and the device delivered 15ml. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.